Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar catheter which had the deflection mechanism "stuck." Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. The deflection knobs were evaluated and no issues were observed; the knobs were within specification. A device history record review was performed, and no internal actions related to the complaint were found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: rotate the steering knobs. The steering function should be smooth. The catheter tip should flex in a corresponding direction. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-dec-2025, the date of manufacture was received. Field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 8-dec-2025, it was noticed the bwi product analysis lab received the complaint device for evaluation. The information was inadvertently omitted from the 3500a supplemental (follow-up) # 1. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar catheter which had the deflection mechanism "stuck." The caller replaced the soundstar® catheter and the issue was resolved. The procedure was able to continue without any further issues. There was no patient consequence.